Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, medication removal errors had occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that medication removal errors had occurred. A technical support specialist (tss) guided the user through multiple enquiries, and the user mentioned that further assistance was no longer required. The system functioned as intended after the technical support specialist investigated the issue.

Manufacturer narrative:
Corrected information: b5, h11. Removed- d4, h4, h6. Upon investigation of the actual device used in the incident, it was determined that medication removal errors had occurred. Additionally, the patient ID belonged to a recurring outpatient and did not appear on the available patient list at the time. A technical support specialist (tss) guided the user through multiple enquiries, and the user mentioned that further assistance was no longer required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patient ID shown as recurring outpatient and it does now show up on the available patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.